Event description:
The patient was implanted with a left ventricular assist device (lvad). The manufacturer received a user facility report from the (B)(6) registry stating that the patient presented with hematuria. An echocardiogram (echo) revealed that the lvad inlet cannula was partially obstructed. The patient reportedly required a heparin drip and an increase in the international normalized ratio (inr) therapeutic range.

Manufacturer narrative:
The user facility report # (B)(4) was received from the (B)(6) registry. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.